Manufacturer narrative:
Initial reporter's international phone: (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was discarded by the surgery center. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zlb00 +20.5 diopter intraocular lens (iol) was implanted on (B)(6) 2018. Hyperopic shift occurred right after the surgery. The lens was explanted on (B)(6) 2018 and replaced with a zlb00 21.5 diopter iol. Reportedly, the explanted lens was discarded by the surgery center. Patient's eye sight prior the lens exchange: uncorrected visual acuity (ucva) = 0.4 mr +1.0. After the exchange: best corrected visual acuity (bcva) = 1.0. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.